Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number 9617229-2022-16900. All information has been consolidated into this report. Photo analysis results: visual analysis of the photographs identified: white particles inside of the device. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unspecified side deflation.

Event description:
Healthcare professional reported unspecified side deflation. The device has been explanted.